Event description:
It was reported the patient went into atrial fibrillation and went to the ER because he was "feeling poorly". An echocardiogram was done and thresholds checked. The ventricular lead capture was 3.25 volts @ .64 ms which was a change from the previous visit. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.